Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous distal of the left circumflex (lcx). A 15mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. The physician initially inflated the balloon at 10 atms without issues, however, during the second inflation at 12 atms the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a hoop. There was blood and contrast in the inflation lumen and a shaft kink 52cm from the distal tip. The device was soaked in a water bath to loosen the blood and contrast prior to functional testing using an inflation device filled with water connected to the inflation port. Examination under magnification revealed two longitudinal balloon tears on opposite sides of the balloon 3 mm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous distal of the left circumflex (lcx). A 15mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. The physician initially inflated the balloon at 10 atms without issues, however, during the second inflation at 12 atms the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).